Event description:
The recipient reportedly experienced decreased performance following a head trauma incident. The recipient presented with open circuits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced decreased performance following a head trauma incident in 2018. The recipient presented with open circuits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.